Manufacturer narrative:
Other, other text: device evaluation: non-OEM tamper seal (bmv) identified. Top case cracked by the front left bottom corner. Visible contamination. Primary audible alarm bgnd found in event history log. Power up/self test and performed infusion/occlusion test. Unable to duplicate reported problem. Unknown cause, no problem found. Performed pm. Device passed all the functional test. Device software updated to v1.6.5. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56, when additional reportable information becomes available.

Event description:
It was reported, the device exhibited a primary audible alarm background test failure. No patient injury was reported by the customer.